Event description:
Non compliant pt, the pt was eating when he wasn't supposed to have been. This resulted in a revision surgery to remove 2 of the original screws and to replace them with 4 new screws. Rep was not present in case and could not obtain further info.

Manufacturer narrative:
Investigation in process but not yet complete.